Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11803. It was reported st elevation with hypokinesis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a watchman ® laa closure device & delivery system (wds) were used. St elevation was noted which resolved after 5-7 minutes. The closure device was deployed and on the echocardiogram the physician noticed a small filament protruding from the tip of the was; most likely the inner liner and not foreign material. The closure device was quickly released and implanted. The wds and was were removed from the patient and the was was visually inspected. The filament was confirmed through visual inspection. Also during the procedure, the patient experienced right side hypokinesis. The hypokinesis was still improving. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The device was bloody. The valve, hub, sheath, and tip were microscopic and tactile inspected. Inspection revealed numerous kinks in the sheath, tip damage (delamination/stretched/abrasion), inner liner was separated and part of the liner was stretched out and protruding from the tip for approximately 7mm. The damage of the returned device is consistent with a full device recapture. Inspection of the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11803. It was reported st elevation with hypokinesis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a watchman ® laa closure device & delivery system (wds) were used. St elevation was noted which resolved after 5-7 minutes. The closure device was deployed and on the echocardiogram the physician noticed a small filament protruding from the tip of the was; most likely the inner liner and not foreign material. The closure device was quickly released and implanted. The wds and was were removed from the patient and the was visually inspected. The filament was confirmed through visual inspection. Also during the procedure, the patient experienced right side hypokinesis. The hypokinesis was still improving. The patient was stable.